Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2026. According to the patient, on 04/20/2026, the patient experienced profuse sweating. The patient called for an ambulance and was transported to the hospital. Upon arrival a fingerstick was taken; the patient¿s cgm was reading 5.6 mmol/l while their blood glucose was 1.7 mmol/l. The patient was treated with glucagon and glycon and was discharged after 5 hours. At the time of the report the patient was fine no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.